Event description:
It was reported that medfusion 3500 pump part that clams onto the syringe is not opening up properly. No patient injury reported.

Manufacturer narrative:
Other text: b5: additional information was received by smiths medical and attached on 7 june 2020, the event was updated, no patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and was cracked on top case and right plunger case. The customer stated problem was duplicated. Replaced down pin and plunger head mount also upgraded software. Replaced top case and all the plastic parts of plunger assembly due to physical damaged also replaced worm coupling, motor bracket, lead screw and both clutch halves for motor rate error was found during repair, replaced also the battery. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500 d5: correction: operator of the device: other. E4: correction: customer reported to FDA: no information.